Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc) but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the universal cord and video connector had evidence of repair by a third party. The video cable was deformed and sticky. The reported defect may have been caused by user's handling. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that a large part of the device was missing, and the bending section and distal end were missing. Also, the insertion tube braids were exposed from the inside due to the lack of the bending section. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection by olympus (B)(4), but could not identify any defects that could affect the occurrence of the reported event. As a result of the investigation by omsc, the following was confirmed. The bending section was completely missing. The insertion tube was cut. The bending tube was cut off by the user. The exact cause of the reported event could not be conclusively determined. However, based on the investigation result and following information, the user may have cut the insertion section due to a defect in the distal end due to improper repair by a third party. The user reported the distal end defect. According to the inspection result of the device, there was evidence of repair by a third party, and it was cut at the image guide tube part. According to the instruction manual, the endoscope may be damaged if repaired by persons who are not qualified by olympus. The instruction manual contains warnings about repairs by persons who are not qualified by olympus. The user deviated from the instruction manual because the device had evidence of repair by a third party. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.